Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. The customer troubleshot with technical support. The customer performed extended self test (est) and the ventilator failed the oxygen flow accuracy. The customer found that the exhalation flow sensor was contaminated. The customer was advised to replace the exhalation flow sensor and was provided with part number and price.

Event description:
It was reported that the ventilator exhaled volume was not reading. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 16may2019, date of report : 02jun2019. Correction: the customer confirmed that the ventilator was being setup for use but it was not in actual use on a patient when the reported issue was discovered. Additional information: the customer reported that the facility that was using the ventilator was bought out by a different company. The new company uses a different type of ventilator so the esprit ventilator has been scrapped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.